Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported they were having issues charging their implanted neurostimulator (ins) and the issue began a couple months ago. Pt stated they met with their manufacturer representative (rep) for reprogramming, and they told the pt to call for a new recharger (rtm). Pt stated it was taking too long to find and charge the ins and the rtm was getting hot. A replacement rtm was requested.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97755-s, serial#: (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient called the clinical specialist (rep) to ask for some sort of help with pain they were still having. The rep suggested they meet so they could check the device and possibly help with pain. The patient met with the rep a week later but never met with the doctor. The patient noted they never mentioned any problems with my charger, other then it seemed to take many tries before they would get it to complete a charge. The rep did change numbers in the implant and gave the patient a course of action to try to see if it could eliminate the pain. If they still had no relief from changes made the patient was to call the rep. The rep didn't have any relief and did call, but found out without the implant their pain is much greater; so although it doesn't take away all the pain, it certainly is helpful. The patient noted they never mentioned anything to the rep or ever told the doctor that they were was having problems with a hot recharger. The rep did ask the patient if they have never been concerned that it was too hot; the patient said it was warm to the touch but not uncomfortably warm, never hot. Their issue of the recharger was it was taking so many tries to recharge, which has been resolved. The patient hasn't had any problems since they received the new recharger.

Manufacturer narrative:
Concomitant medical products: product ID: 97755-s, lot#/serial# (B)(6), product type recharger h3: analysis of the recharger, (serial# (B)(6)) found no issues with charging the stimulator and no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.